Manufacturer narrative:
During a technical review of the associated complaint, it was determined incorrect part information was listed. Therefore, the record was cancelled. The record was then, revisited and correction made to allow for submission of emdr record. No serious injury occurred to patient or user of medical device.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.